Event description:
It was reported that a patient experienced a break in aseptic technique, further described as contamination and the patient left the window open during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for four days for the event. The patient was treated with vancomycin intraperitoneal (ip) (dosage and frequency not reported) for peritonitis. The patient was retrained in proper aseptic technique. Pd therapy and treatment with vancomycin was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned; therefore, an analysis could not be performed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.